Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was right ventricular (rv) lead noise. The noise artifact resulted in inhibition of pacing. Rv lead capture, sensing and impedance trends were stable. The patient was dependent but did not suffer any symptoms. The lead was explanted and replaced on (B)(6) 2018. Patient was stable throughout the procedure.

Manufacturer narrative:
External insulation abrasion due to friction to the device can was noted breaching the outer insulation and exposing the outer coil at 9.5cm to 10.5cm from the connector pin. The cause of the external insulation abrasion was consistent with friction to the device can and the reported event.